Event description:
The customer tested her blood glucose using her 2 contour meters and rec'd readings of 280 and 84 mg/dl. The difference between the readings fall in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.